Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 48, 39, 450 mg/dl. Tests were done within 10 minutes with a difference of 136%. Patient did not expeirence any adverse events. No further information has been reported.